Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (false asystole alarms) has been confirmed. Upon investigation trunk cable connector j702 on the distribution node pca was corroded, causing the alarms. The root cause for the corrosion could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing false asystole events.